Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(4) 2022 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the bumper fell from main tube next to the patient. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the bumper fell from main tube next to the patient. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification as detachment of the bumper could be treated as technical deficiency and it contributed to the event. The device was being used for patient treatment when the issue occurred. During the investigation it was found that in the past the reported scenario has never lead to serious injury nor death. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is very low. The fall of the bumper is due to repeated collisions or a partial repositioning. Tests performed show that the bumper can fall after several violent collisions with the cupolas especially for the single fork configurations (low ceiling height rooms). This corresponds to an abnormal use. Maquet sas modified the bumper to make it harder and thus increase its tightening onto the suspension arm by reducing its elasticity. However, in specific cases, especially when the ceiling is lower (as for single fork configuration) it can happen that a cupola light hits the bumper during manipulation with a specific angle. For this reason maquet sas recommends to secure the bumpers with screws as specified in the installation manual 01584 rev. 08, page 51 and technical manual 01582 rev. 08, page 41, for every single fork configuration. To prevent any similar incident maquet sas recommends: to avoid collision. To check the correct positioning of the cover after maintenance or cleaning. To secure the bumpers with screws. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).